Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board, in the internal battery connectors. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Device was received with cracked case (battery tube), cracked battery tube threads, label damage. Device p-cap or test reservoir lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer saw red x on the display. Customer stated that crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.